Event description:
It was reported that during an implant case, the analyzer was not sensing, had low impedance and high thresholds. The analyzer and programmer were returned for service. It was indicated that there was no impact to the patient as a result of this event.

Event description:
It was reported that during an implant case the analyzer was not sensing, had low impedance and high thresholds. The analyzer and programmer were returned for service. It was indicated that there was no impact to the patient as a result of this event. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Analyzer passed all functional and systems tests. (B)(4) programmer passed all functional and system tests. (B)(4) unable to interrogate; rf (radio frequency) head cable found out of electrical specification.